Event description:
It was reported that the patient under went radio frequency ablation (rfa) and the a right ventricular lead warning occurred. The impedances look stable for unipolar and bipolar readings. Capture threshold was at 1 volt. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The daily pace lead impedance trend data shows a spike decrease for ventricular pace bi-ventricular impedance equaling 475 to 76 ohms minimum between (B)(4) 2012 and (B)(4) 2012, then returning to 418 ohms on (B)(4) 2012.